Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure conducted at the user facility the lock of the device was coming loose, not keeping in place, allowing for a potential inaccuracy. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure conducted at the user facility the lock of the device was coming loose, not keeping in place, allowing for a potential inaccuracy. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the ortholock was coming loose was not duplicated by the complaint specialist during the device evaluation; during the functional inspection the ortholock could successfully be assembled with applicable mating components without issue, demonstrating a solid, rigid fit. The device was scrapped.

Event description:
It was reported that during a procedure conducted at the user facility the lock of the device was coming loose, not keeping in place, allowing for a potential inaccuracy. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.